Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold and unstable current of injury. During re-docking, the device detached abruptly, and then further adequate mapped locations were not found. The device was retrieved, and a blood clot was observed on the device and delivery catheter's docking cap. The device and delivery catheter were not used and replaced. A new leadless pacemaker implanted. There were no patient consequences.